Manufacturer narrative:
A ge service representative performed an on site investigation. A control pad and a cable were replaced. The table operates as intended.

Event description:
The customer reported that the table was stuck in partial tilted position. No patient injury was reported.